Event description:
It was reported that the patient experienced a loss of therapeutic effect, pain at the stimulator site when touched, and the possibility of an open circuit. The patient also had high impedance measurements. Electrode 8, 9, 14, and 15 ran >20,000 at 1.5v, but ran in normal range when ran at 0.7v and 3.0v. Re-ran test at 0.7v and electrode 10 ran >10,000 ohms, everything else in normal range (850-1020 ohms). Re-ran at 1.5v and 8,9, 14, and 15 were >20,000 ohms and electrode 10 was 12,605 ohms. Re-ran at 3.0v and everything was back to normal range except electrode 10 which was 6569 ohms. Group impedances were also run (program a1 and a2 had no results and a3 was 592 ohms). Removed electrode 8 from programming, re-ran group test (a1=722 ohms, a2=564 ohms, a3=588 ohms). Electrode combinations only provided stimulation below the knee and not in the patient's thigh or lower back. Increased stimulation was needed for the patient to feel stimulation below the knee. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).